Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ill colonovideoscope presented an e315 error message (no image). It was unknown if the issue occurred before, during, or after a colonoscopy procedure. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information. The device was returned and inspected by olympus. The customer's complaint of e315 was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: connection of the electrical components became unstable due to adhesion of foreign materials, such as chemical solutions residue, hard water residue, finger grease to electrical contacts of the scope connector, which caused error code e315. A definitive root cause cannot be identified. This issue is covered in the instructions for use: connection of the endoscope and ancillary equipment_ connection to the light source: caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Troubleshooting guide: wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right. Olympus will continue to monitor the field performance of this device.